Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, ventricular tachycardia (vt) and chronic obstructive pulmonary disease. The right ventricular (rv) lead exhibited undersensing. The patient also reported that they did not think that their implantable pulse generator (ipg) "was working right". The rv lead and the ipg remains in use. No further patient complications have been reported as a result of this event.